Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5.

Event description:
Healthcare professional later reported capsular contracture, baker grade I.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.